Event description:
The patient had some falls recently and was using higher amplitudes to increase coverage. She was programmed with 3 programs with higher voltages around 7-8v and multiple electrodes programmed. An eri messaged displayed today. The device was reprogrammed to program 1: 4v, 360us and 80hz, 2.7v. The impedance measurements were all normal. She was receiving effective therapy and was going to follow-up in 2 months to have the battery checked and reprogram is necessary.

Manufacturer narrative:
Lead model 3776-60, serial # (B)(4), implanted: (B)(6) 2011; lead model 3776-60, serial # (B)(4), implanted: (B)(6) 2011; programmer model 37743, serial # (B)(4); adaptor model 37092, lot # 293780002, implanted: (B)(6) 2011.